Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer stated that he was out playing golf and his blood glucose was high. The customer gave himself a bolus of 10 units; however the blood glucose did not go down. The customer also gave himself manual syringe of 10 units and blood glucose dropped to 90 mg/dl after 30 minutes. The customer was advised that a site issue might be the cause of insulin was not flowing. The customer declined to troubleshoot for high readings.